Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that during a routine pump exchange, they were unable to withdraw from the catheter. After repeated attempts, the decision was made to replace. There was a catheter occlusion at the tip of the catheter. The catheter was located at l1. The actions required as a result of the event included explant, replacement and reprogramming. There were no segments left in the intrathecal space, and the catheter seemed to have retracted intact. The product issue was resolved. Once replaced, there was good patency through the side-port. The patient¿s daily dose was cut from 11 mg/day to 4 mg/day for safety reasons. The patient¿s status at the time of report was alive ¿ no injury. It was unknown if the patient had any symptoms as a result of the event. It was later reported that it did not appear the patient experienced any symptoms. The pump was used to infuse morphine (concentration 40 mg/ml, daily dose 11 mg/day), clonidine (concentration 200 mcg/ml, daily dose 55.06 mcg/day) and fentanyl (100 mcg/ml, daily dose 27.53 mcg/day).